Event description:
It was reported that the oscillating saw attachment part number: 89-8509-450-60, serial number: (B)(6) broke into two pieces during a knee replacement surgery. The surgery delay was less than 120 minutes due to the time needed for the delivery of the backup. There was no additional harm or injury to patient / operator reported.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Oscillating saw attachment, part number: 89-8509-450-60, serial number: (B)(6), was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the device had the principal body broken inside the oscillating system. As repair, the principal body and the oscillating system were replaced. After repair, the device passed final tests and it was returned to the customer.

Manufacturer narrative:
Complaint number (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if additional information is received.

Event description:
It was reported that the oscillating saw attachment part number 89-8509-450-60 serial number (B)(4) broke into two pieces during a knee replacement surgery. An extension of surgery of 60 minutes was reported due to the time needed to have a backup. The patient was under anesthesia at the time of the delay. There was no additional harm or injury to patient/operator reported.